Event description:
It was reported that this inflatable penile prosthesis cylinders were relocated for unspecified reasons. No components were removed or replaced. No patient complications were reported.